Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation. (B)(4).

Event description:
It was reported by the company representative that during transfer of the pt the part of the chassis cracked itself and the left leg of the hoist moved uncommanded. There were no reported injuries to the pt, the caregiver sprained his wrist.